Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 5 of 6 mdrs filed for the same event (reference (reference 1825034-2012-01613, 1825034-2014-02454/ -02455, -02457, -06679, & -06698).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient was revised on (B)(6) 2006, for an unknown reason. Additional information received from patient¿s legal counsel reports patient underwent a left hip revision on (B)(6) 2010 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Legal document further alleges the presence of metallosis wear debris and an inflammatory pseudotumor during the revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s medical record indicates the patient underwent initial left total hip arthroplasty on an unreported date in or around 2000. Revision operative (op) notes dated (B)(6) 2004 report patient was revised due to recurrent dislocations. Op report notes debris in the joint, joint fluid, cup instability with an intact liner, pelvic deficiency, and cystic deformation on the left hemipelvis. The cup and modular head were removed and replaced. Additional information received in patient¿s op notes dated (B)(6) 2006 reports the patient underwent a second left hip revision due to pain and a loose cup. Revision op report notes no bony ingrowth was observed. The cup and modular head were removed and replaced. Additional information received in patient¿s op notes dated (B)(6) 2010 reports the patient underwent a third left hip revision due to pain. Revision op report notes metallosis wear debris, inflammatory type of pseudotumor reaction, loose cup, and medial acetabular bone defect. The modular head was removed and replaced. The cup was removed and replaced with a competitor product.